Event description:
It was reported that the puncture site was found red and swollen on the second day of treatment, and the intima-ii y 22gax1.00in mz prn slm npvc needle had to be removed. The patient was placed on a skin treatment, with their condition improving by the following day. The following information was provided by the initial reporter, translated from chinese to english: "it was found puncture site red and swell on the second day, remove the needle. Skin treatment was given and the skin improved on march 6 without any discomfort."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8037289. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the puncture site was found red and swollen on the second day of treatment, and the intima-ii y 22gax1.00in mz prn slm npvc needle had to be removed. The patient was placed on a skin treatment, with their condition improving by the following day. The following information was provided by the initial reporter, translated from chinese to english: "it was found puncture site red and swell on the second day, remove the needle. Skin treatment was given and the skin improved on march 6 without any discomfort."